Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was due to pump shutdown. Customer reported a blood glucose level of 247 mg/dl. Customer declined troubleshooting with tandem technical support.